Event description:
A technician reported that following an intraocular lens (iol) implant surgery, the iol was found to be off axis. The surgeon reported that the iol was exchanged for different model, same power iol. At the time of the exchange, the surgeon noted the iol was in the ciliary sulcus with both haptics out of the capsular bag. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/08/2009 and 06/22/2009 by phone, fax, and mail. Medical records were received on 06/05/2009 and 06/18/2009. A completed questionnaire has not been received.